Manufacturer narrative:
Concomitant product(s): dtmb1qq ICD, implanted: (B)(6)2017; 6935m55 lead, implanted: (B)(6)2017; a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of palpitations. It was discovered that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. The patient was brought in and the lead was reprogrammed. The lv lead remains implanted and in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.